Manufacturer narrative:
A universal handle was returned for evaluation. Visual examination confirms that the device exhibits wear and tear that indicates use. The blue plastic handle is fractured. The fracture is circumferential to the shaft and runs through the dowel pin hole. Dimensional measurements of the dowel pin and shaft are conforming to print specifications. The main tube, which shows the lot number, was not returned; therefore, the device history records (dhrs) could not be reviewed due to lack of product identification, i.e. No lot number provided. This device is used for treatment. A complaint history search for the part/lot combination could not be conducted due to the product lot number being unknown. The frequency of use of this device as well as device age cannot be determined. A specific cause for the reported condition could not be determined with certainty.

Manufacturer narrative:
This report is being amended to reflect changes. This report will be amended when our investigation is complete. Received, not yet evaluated.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It was reported that the instrument was noted to be broken when it arrived in the sterile processing department.